Event description:
Customer reported that their provue is not pipetting plasma into cards.

Manufacturer narrative:
The customer reported that they had observed fluid drip from the probe of the ortho provue analyzer. An ocd field engineer (fe) arrived on site. The fe performed repairs and the appropriate adjustments to return the analyzer to expected operation. The analyzer is designed to complete its testing cycle and in the event of a non-dispense incident, post a condition code for empty microtube (<>), which alerts the user to review the issue and posts an nrd (no result determined) preventing any result from being reported. However, in this case, info was not provided regarding testing performed on the analyzer and possible error codes posted. Erroneous results were not reported. However, if this incident were to recur undetected, erroneous results may occur. Based on the available info, instrument malfunction cannot be ruled out.